Manufacturer narrative:
H2. Correction: please note, h6 codes b17, c20, and d14 no longer apply to this report. H3. The returned extension (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the # 5, 6, and 7 conductors were broken less than 5 cm from the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37082-60 serial# (B)(6) implanted: (B)(6)2022 explanted: (B)(6)2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 37082-60, serial/lot #: (B)(6), ubd: 10-dec-2025, UDI#: (B)(4). G2: the country of origin is the netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient did not have effective pain therapy at the right side of their head. Upon measuring impedances, there was an invalid measurement on electrodes 5, 6, and 7. There were no contributing f actors that might have led to the event. During surgery, the leads were tested after disconnecting them from the extension, and these leads appeared to be fine. They then tested the extension while connected to the leads; 3 of the 8 electrodes were then not working. The extension was replaced, and the issue was resolved.